Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. The customer stated that when pt was following the two high bg rule, their bgs come down. A replacement pump was requested.